Manufacturer narrative:
Other, other text: three cadd cassette reservoirs were returned for the evaluation of the reported issue, as well as seven pictures. From the pictures, a leak was observed. To further investigate, a function test was performed where the samples were test for leak by passing water through it; leaks were detected in the luer. The complaint was confirmed. The samples were broken in the female luer in order to review if there is any issue with the bonding. It was observed that there was delamination or lack of adhesive and the tube was not fully inserted. The type of solvent dispenser was changed because it was identified to not be appropriate for this assembly.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the customer found leakage from the part where an extension tube was connected. No patient injury